Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up buttons due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issue with pressing the up arrow on insulin pump. The customer¿s blood glucose level was 95 mg/dl. The customer was assisted with troubleshooting. Customer was also reported that time was advancing. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.